Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Beginning (B)(6) 2016, there were non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. Analysis of the device memory indicated the rv lead integrity alert. The rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. On (B)(6) 2016, the rv pacing impedance rose to 1349 ohms up from a trend in the 342-456 ohm range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high sensing integrity counter (sic), noise, and non-sustained ventricular tachycardia episodes. In addition, the pacing impedance and the rv tip to rv coil impedance spiked. It was also noted that an alert triggered previously due to an out of range lead impedance. It was suspected that the rv lead was fractured. The rv lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.